Event description:
The customer reported that the device was not sealing, although endtones (indicating completed seal cycles) were heard. There was no injury to the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.